Event description:
Customer reports seven incidents of blood leaks from event date - 12/00 during patient treatment on use numbers unknown, 3, 5, 8, 9, 10 and 12. Noted by blood leak alarms and visible blood in the dialysate hoses. Confirmed with hemastix. Estimated blood loss was 200 cc's per incident. Treatments was resumed with new dialyzers and new bloodlines without incident. No pt injuries or medical interventions reported.